Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer states insulin was squirting out. The customer states the drive support cap was loose. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion due to slightly loose drive support disk also, with corroded battery tube. The insulin pump was received with the operating currents within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.